Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, noise and lead isolation damage was observed on the rv channel. Lead was explanted and a new lead was implanted. Patient was in good condition.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 13.8-14.3cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.